Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. During the procedure, the catheter had difficulty deploying the splines. Spline inversion maneuvers were attempted as a means of troubleshooting. However, a second farawave catheter was taken. During the procedure, irrigation of the second catheter would not allow flow through the device. Continued flushing was attempted but was unsuccessful. The procedure was then completed with another device. No patient complications were reported. The catheter is not expected to be returned as it was disposed.